Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the procedure was aborted. A metriq pump was selected for use in a ventricular tachycardia (vt) ablation procedure. The metriq pump was prepared and programmed for the procedure and the patient was sedated with general anesthesia. The metriq pump alarmed and a system fault error message along with an audible alarm occurred. This occurred prior to the ablation catheter being introduced into the patient. The metriq pump was powered cycled five times; however, the fault error message persisted. The procedure was aborted due to this event. The device will not be returned for analysis.